Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. UDI # (B)(4).

Event description:
It was reported that during an acl reconstruction procedure, when the surgeon tried to advance the reamer, it wouldn't fully advance. It was observed that one of the links of the instrument was broken. Surgery was completed with another device. No additional patient consequences were reported

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported that during an acl reconstruction procedure, when the surgeon tried to advance the reamer, it wouldn't fully advance. It was observed that one of the links of the instrument was broken. Surgery was completed with another device. No additional patient consequences were reported.